Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in -- hours" message on the same day of applying an adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hyperglycemia and was seen at a hospital where he was diagnosed with high blood sugar and treated with IV insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Additional information: (reader serial number) and (device mfg date) have been updated based on the returned product. Visual inspection of the returned reader (B)(4) has been performed and no issues were observed. The reader powered on with a retained sensor and no errors were observed. If the reported sensor is returned, an investigation will be performed. No product deficiency has been observed. (Model number) was incorrectly documented in the initial report. Has been updated.

Event description:
Customer reported receiving a "scan again in -- hours" message on the same day of applying an adc freestyle libre sensor. Customer further reported he experienced unspecified symptoms of hyperglycemia and was seen at a hospital where he was diagnosed with high blood sugar and treated with IV insulin. There was no report of death or permanent impairment associated with this event.